Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4) and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device logs indicate that the device prompted the user to stop CPR twice. On the third analysis, the device issued "no shock advised" and "start CPR" prompts. This is not an indication of a device malfunction and is normal function of the device, where it will cycle through prompts until the device is powered down. Reports of this nature are typically not submitted due to the fact that the device's ability to administer therapy is not impaired.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not instruct the user to stop compressions once the patient was in a normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.